Event description:
A "pain ball" was being used for post op incisional pain following a CABG procedure four days prior to this event. As the doctor was removing the catheter, a portion broke off leaving a portion inside the patient. The patient was taken to surgery that same day for exploration of the sternal incision and removal of the catheter segment which was found in the subcutaneous tissue overlying the sternal wires. No drains were necessary. The patient has since been discharged.